Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that no critical therapy remained available. The device case was opened and the battery was removed and forwarded for detailed testing. The battery was found to be depleted with no evidence of battery-related failure. Also, after downloading generic firmware, the hybrid circuitry did not re-enter safety mode. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.